Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed a call service alarm associated with a continuous glucose monitor hi warning. There was no evidence of a short battery life observed. The returned battery cap and cartridge cap were used to complete the investigation. Unrelated to the initial complaint, the display contrast was found to be dim and reddish. No alarms occurred during the investigation. All current readings were within specification. The ¿short battery life¿ complaint could not be duplicated. The pump cover was removed for further investigation and no intermittent condition was found to the power printed circuit board or to the continuous glucose monitor module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that a change battery alarm occurred in the pump during the continuous glucose monitoring function. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).